Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained through the radial artery. The 90% stenosed, 48mm x 2.5-4.0mm, eccentric, de novo, target lesion was located in a moderately tortuous and severely calcified left anterior descending artery and contained a 45 degree bend. A 06/2.25 flextome monorail cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 12bar. The device was removed from the patient and the procedure was completed with a different device. There were no patient complications reported and the patient's condition was stable.